Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the valve is sticking. Additional malfunction for this device; the power switch had a short circuit.